Manufacturer narrative:
The onset of the patient's chronic infection in (B)(6) 2018 is reported under MFR # 2916596-2019-03505. The patient's previous admission in (B)(6) 2019 is reported under MFR # 2916596-2019-03509. Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be determined and a direct relationship between the device and the reported stroke and patient outcome could not be conclusively determined through this evaluation. The account reported that the device was operating as intended and that the pump would not be returned for evaluation. Driveline infection and stroke listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient suffered from a chronic driveline infection beginning in (B)(6) 2018. Between (B)(6) and the patient's last admission on (B)(6) 2019 the patient continued to have drainage that was positive for pseudomonas but refused to go back to the operating room for more washouts. Two weeks prior to admission the patient was feeling lethargic and was having frequent falls but refused to go to the hospital. Once admitted, the patient was washed out twice in the operating room followed by weekly washouts at bedside. The patient was declared brain dead after his large stroke. No further information was provided.

Manufacturer narrative:
Approximate age of the device is 1 year, 3 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due infection. The family refused a pump exchange. Last wednesday he became obtunded, was reintubated and had a head CT done which showed a large intraparenchymal hemorrhage with a midline shift. At that point the family decided to withdraw care and the vad was shut off on saturday (B)(6) 2019 to which point he expired. The pump was performing as expected, no increase in ldh or other signs and symptoms of pump thrombosis. The device will not be returned for inspection.